Event description:
It was reported that the patient went to the clinic as they were hearing an audible alert like an ambulance tone every 4 hours. The patient noted they were doing drilling and hammering the last few days. It was found that 2 lead integrity alerts (lia) had triggered for the right ventricular (rv) lead, 4 days apart, due to elevated sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes. There was also noise observed on the egm (electrograms) and 45 high rate non-sustained episodes recorded. A possible fracture was suspected. Reprogramming was done and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtmc2qq crt-d, implant date: (B)(6) 2021; 4076 lead, implant date: (B)(6)2021; 4598 lead, implant date: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.